Manufacturer narrative:
Initial.

Event description:
It was reported that the user contacted support for supply change assistance after a teflon infusion set fell out of the applicator prior to insertion, requiring use of a new infusion set, after which insulin delivery resumed as normal; the issue involved an infusion set deployed incorrectly associated with the infusion set component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.